Manufacturer narrative:
Device evaluation: one used sample was returned for evaluation. The returned device was examined; this showed the pump outlet tube had no arch (was found to be flat instead of having the expected tube arch). The device was given functional testing with a cadd-legacy ambulatory infusion pump. The functional testing showed that the system (pump and cassette) delivered with device specifications. The reported issue could not be confirmed. The device history record was reviewed for the reported lot number. The review showed no related observations identified to suggest the reported issue was observed during production. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. The returned device's appearance did not match specification for the outlet tube tube arch. However, the functional testing could not confirm the reported issue.

Manufacturer narrative:
Report source: foreign country: (B)(6).

Event description:
Information was received indicating that during a pre-use check a smiths medical cadd medication cassette reservoir's flow rate accuracy was found to be under specification. No adverse patient effects were reported.